Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during peritoneal dialysis therapy. The patient was connected at the time. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative explained the alarm and how to clear it. The patient will replace the setup and restart with new bags and tubing. No patient injury or medical intervention is associated with the event.